Manufacturer narrative:
(B)(4). Date of implant is unknown but the surgery happened in (B)(6) 2011. Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.

Event description:
On an unknown date in 2010 it was reported that the patient presented with back pain. The doctor recommended injections which appeared to providing some relief. On (B)(6) 2011, the doctor performed lumbar l5-s1 fusion surgery in which rhbmp-2/acs was used. Post-operatively, the patient complained of having new pain in her back and legs. Patient¿s pain continued and increased as time went on. In (B)(6) 2011, patient reported having a new and intense pain in her neck. On an unknown date in (B)(6) 2011, the doctor performed surgery on patient¿s neck in which doctor used infuse in the cervical spine. Immediately following surgery, patient had difficulties with choking and swallowing. Patient still struggles with loud speaking and singing. The surgeries have also caused patient to suffer a rectal prolapse and caused extreme pain related to her bowels and movements.